Manufacturer narrative:
This malfunction may have resulted in a possible accidental radiation occurrence. No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that there was a filament regulator error. This error requires the user to hit any key to continue. However, this error occurred during a procedure with pt involvement. There is no report of injury or death associated with the event described in this complaint.